Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown urological procedure on (B)(6) 2017 and suture was used. During use, when the suture was pulled, it was broken at a point close to the fixation tab. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
A dispensed suture with body fluids, one empty labeled winding former and one empty opened foil of product code sxpp1a300, lot klk051 were returned for evaluation. During the visual inspection along of the strand, it was noted that the needle was cut and in some barbs there were body fluids and damaged. No suture breakage was observed. However, one side of fixation tap of the suture was broken and it wasn't returned. As with any device, care should be taken to avoid damage to the strand when handling. Prevent the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Additionally, the sample was tested by tensile strength and meets the finished goods requirements. According to the sample condition, it could not be determined what may have caused the reported incident of: ¿when the suture was pulled during use, it was broken at a point close to the fixation tab¿.